Event description:
Caller reported difficulty pressing the pump wake button, requiring multiple attempts to operate the device. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.